Manufacturer narrative:
Date of submission (B)(4)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: the pump's history showed that the pump was not using the correct year for the date. The date was corrected on (B)(6)-2018, which caused the bolus totals to appear to not match. The delivered boluses matched the total daily dose bolus history. The pump was able to manually perform boluses and record them correctly. The pump was exercised for 24 hours and was correctly recording basal deliveries. The alleged issue could not be duplicated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the patient¿s mother contacted animas alleging the patient experienced a blood glucose level of 350 mg/dl accompanied with nausea and moderate to large ketone bodies. The patient was at a routine endocrinologist appointment when the incident occurred. The high blood glucose was treated with insulin injections by a health care professional, and a temp basal was programmed. Troubleshooting revealed a greater than five percent discrepancy in the bolus total history. The bolus totals were alleged to be off by more than five percent. This complaint is being reported because the alleged inaccurate delivery issue with the pump may have caused or contributed to the patient¿s hyperglycemia.